Manufacturer narrative:
H9: after additional analysis by ventec, it has been determined that there is a potential risk to health associated with blower circuit failures resulting in unexpected shut downs and/or loss of ventilation. As a result of this investigation, ventec has initiated a field corrective action (reference corrections and removals number 3013095415-4/12/2021-001-r).

Manufacturer narrative:
The device was returned for an investigation. The reported event of the pre-use test failing was confirmed. The investigation determined that an electrical component failed on the motherboard printed circuit board (pcb), which caused the device to fail to ventilate and fail the pre-use test. The pcb was replaced and the device passes pre-use test.

Event description:
It was reported that the device failed the pre-use test. There was no patient involvement. During investigation at ventec, it was observed that the device was not ventilating.